Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Direct stimulation of the device showed poor coupling. The surgeons decided not only to reposition the floating mass transducer, but to exchange the vorp 502 by a vorp 503 in case the patient might need an MRI in the future.

Manufacturer narrative:
Conclusion: the device investigation revealed no failure or damage of the implant that is supposed to have been present before explantation. Most likely the problems of perception as mentioned in the recipient report were caused by suboptimal attachment of the floating mass transducer (fmt) resulting in insufficient amplification. The surgeons decided not only to reposition the fmt, but to exchange the vorp 502 by a vorp 503 in case the patient might need an MRI in the future. This is a final report.

Event description:
Direct stimulation of the device showed poor coupling. The surgeons decided not only to reposition the floating mass transducer, but to exchange the vorp 502 by a vorp 503 in case the patient might need an MRI in the future.